Event description:
It was reported, the patient¿s implantable neurostimulator was explanted due to premature battery depletion. It was stated there were telemetry/interrogation issues and the patient had a loss of stimulation or therapeutic effect. It was noted the patient required hospitalization for the explant and the battery was replaced. The device was reprogrammed and the patient¿s status was reported as no injury. It was later reported the battery depletion was unknown and the last follow-up in november showed that the telemetry failed.

Manufacturer narrative:
(B)(4).